Event description:
It was reported that, "pegs sheared off the patella. The patella was replaced and so was the insert."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.